Manufacturer narrative:
The device was received for evaluation with an attached transfer set and a catheter part; an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. All box dimensions of the sample received were measured. Functional testing was performed. The reported problem was not verified based on the visual and function testing completed on the returned sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a gap in the titanium adapter. The titanium adapter was not screwed together tightly. There was no patient injury or medical intervention associated with this event. No additional information is available.